Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No blank display noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a blank display on the screen of the insulin pump. Customer's blood glucose was 339 mg/dl. Customer stated that she replaced the battery multiple times and the pump went to a blank screen after initialization. Troubleshooting was performed and the customer stated that the display did not return after testing with a new aaa alkaline battery. Customer was advised to remove the battery for 10 minutes. Customer inserted a new battery and stated that the display still did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).